Event description:
It was reported that during pre-cardiopulmonary bypass of the device for a cardiopulmonary bypass (cpb) procedure, the user was getting a flashing "?" On the perfusion screen for the occluder module. The device was not changed out, as they used hemostats and did not use the occluder module. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint is related to MDR 1828100-2014-00090. The field service representative (fsr) confirmed the reported issue. When the module was connected to the occluder head, there was no action performed when trying to open or close the occluder. The fsr checked the cable connection on the occluder head assembly, cable wires and connector were all in good condition. The fsr installed a new occluder module and verified that it performed as called out in the procedure. The release test was completed with no failures noted. The fsr reassigned the new module to the perfusion screens. The unit operated to manufacturer specifications and was returned to clinical use. The suspect occluder module was returned to the manufacturer for further evaluation.